Event description:
This catheter was inserted on 1/5/94. Dr was notified that fluid was not going into catheter properly. Dr examined pt and a chest x-ray was performed port was attached to catheter. Surgery was performed to replace port. The fluid used was hyperalimentation. Dr noted that breast size was two sizes larger and eventually the fluid will drain and breast should return to normal size.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.